Event description:
It was reported that during a spinal cord stimulator system implant, the extension was connected to a lead and high impedances occurred (>10,000 ohms). Another extension was used and connected; normal impedance value was obtained. The procedure was then ended successfully.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial# (B)(4), product type extension. (B)(4). Final device analysis of the extension revealed no anomalies.

Manufacturer narrative:
(B)(4)